Event description:
A malfunction on the pump was reported, but no notable events occurred prior to this issue. There was no information provided about whether the customer's blood glucose level exceeded 500 mg/dl. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.